Manufacturer narrative:
The reported ineffective was confirmed. The extension was returned cut, incomplete and with an electrode lodged in the connector block of port 1-4. These anomalies are consistent with explant damage. Microscopic inspection showed all the internal wires were broken in the strain relief. This catastrophic fracture would have contributed to the reported ineffective therapy. As there was no instrumentation damage to the header or strain relief, and the ineffective therapy started prior to the revision, the broken wires are consistent with the extension being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13969, related manufacturer reference number: 1627487-2019-13970. It was reported that the patient was experiencing ineffective therapy. As a result, the physician replaced the patient's leads and explanted the patient's extension on (B)(6) 2019. Therapy was restored following the procedure.